Event description:
Reference number (B)(4). Event occurred in the united states. On 19th sep 2024, patient reported infusion set tubing was leaking at coupling housing. The issue was observed prior to insertion during preparation. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.